Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and sensing anomalies. Measured data found that lead impedance was >2500 ohms while the analyzer noted lead impedance at 400 ohms. The lead was disconnected and reinserted several times and the physician believed that the connection was good. Therefore, the pulse generator was replaced.